Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Former employee provided a link to an internet article stating: ¿eleven of the women represented by [...] Have developed bia-alcl.¿ the affected side and status of the device is unknown. Histopathological markers were not reported.